Event description:
It was reported that the ilet bionic pancreas generated an alert 63 indicating a haptic chip communications error, verified in device history, and the alert recurred after a guided restart; the patient was instructed to replace the ilet and use backup therapy until the replacement arrived, with blood glucose reported as 164 mg/dl and not impacted. Symptoms included no adverse clinical effects. Outcomes included device replacement and continuation of therapy with backup methods until the replacement was received. Investigation included review of device history, confirmation of the specific alert, guided restart, and logistics for device return and data sync. Investigation of this device revealed a vibration subsystem communication fault consistent with an internal component communication error, for which restart did not resolve the malfunction. It was concluded that the cause was a device malfunction due to an internal component communication failure.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".